Manufacturer narrative:
(B)(4).

Event description:
It was reported "the guide wire is not fit for use - with kink. The packaging of the product is closed from the factory." No patient involvement.

Event description:
It was reported "the guide wire is not fit for use - with kink. The packaging of the product is closed from the factory." No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one, unopened sac kit for analysis. No evidence of a breach in the sterile barrier was observed. Visual analysis revealed that the guide wire contained one kink around the middle of the extrusion. Likewise, evidence of creasing was also observed on the protective tubing and the sac packaging at the same location as the kink on the guide wire. It was also noted that the lidstock clearly states "do not bend" on the top and bottom of the pouch. The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The kink on the guide wire measured at 216mm from the proximal end. The guide wire total length measured 349 mm which is within the specification of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured .51mm which is within the specification of .508mm-.533mm per the guide wire product drawing. The guide wire was threaded through the returned catheter. The undamaged portions of the guide wire were advanced and passed through the catheter with minimal resistance. The included IFU informs the user, "care should be exercised that the indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of the material, leading to possible separation of catheter". A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged". The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained one major kink around the middle of the extrusion. Similar bending/kinking was also observed on the protective tubing and outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend". Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature